Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) who was dispatched to the site to service the v60 indicating that while servicing the device it was observed within the event log that there was an error code 1113 - barometer calibration data error/ 1110 - o2 pressure sensor calibration data error/ 1106 - machine pressure sensor calibration data error. 1107 - proximal pressure sensor calibration data error/110f ¿ o2 flow sensor calibration data error message. It was determined that the gas delivery system (gds)/flow sensor assembly needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced gds/flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.